Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 350 mg/dl after removing a teflon infusion set and not reconnecting a new set until the time of the call; an agent assisted with completing the supply change without issues. Symptoms included hyperglycemia. Outcomes included user education and resolution after infusion set replacement, with no alarms and no hospitalization. Investigation included user troubleshooting and guidance on infusion set replacement. Investigation of this case revealed that the hyperglycemia was associated with interruption of insulin delivery due to the infusion set being disconnected, consistent with user handling of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy.